Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage and difficulty withdrawing occurred. The 90% stenosed, 22mm in length target lesion was located in the moderately tortuous and severely calcified, 2.6mm in diameter right coronary artery. The lesion was pre-dilated with a 2.0x20mm non-bsc balloon catheter. This 2.75x20mm promus element stent delivery system (sds)was advanced and deployed in the target lesion; however, stent deformation occurred and the edge of the stent became dented. It was further reported that the physician was unable to withdraw the device. The procedure was completed with placement of another of another promus element sds overlapping the deformed part of the stent. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).